Event description:
It was reported to boston scientific corporation that an endostat iii foot switch was used during a procedure (name and date performed unknown). According to the complainant, no energy delivery was observed when the foot switch pedal was depressed. The foot switch was replaced, and the procedure was completed with the same generator and accessory device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: foot switch failed to deliver energy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.